Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information and patient photo. The system was installed on 6/24/2019 and is under service contract. An examination of the subject device was performed by lumenis service engineer. He noted: "could not confirm customer complaint. Inspected all optics/filters/light guides and found all good. Verified tip cooling functioning and tec functioning to manufacturers specifications. Verified head calibration and all power outputs within manufacturers specifications. Verified cooling pump functioning as normal. Unit is ready to use." Device malfunction isn't the suspected cause of the adverse event. May_23_2024: as of day 27 from the awareness date, the customer has not yet sent back the completed incident form (if) that can enable a proper clinical evaluation of the event and its severity (though they have promised to do so). Therefore this complaint is being reported to the FDA on "abundance of caution". If, after receiving and evaluating the if, there is found to be a significant change in the investigation (for example, if malfunction were found to be the cause), then a follow-up MDR will be submitted.

Event description:
Lumenis received an adverse event report on patients who sustained redness following treatment by m22 device. Though the customer mentioned several patients, if no incident forms will be returned by the customer, this case will be treated as 1 complaint.